Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that foot pedal keeps unpairing. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the transmitter pcb was defective, and footswitch had pairing failure. Further, battery tray was corroded, foot switch had physical damages (dent on base plate and damaged o- rings) and minor scratches were identified with the device upon decontamination. The transmitter pcb and battery tray were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The minor scratches on the device and physical damages is most likely a result of user mishandling. Fluid ingress into the device and contact with the battery tray is responsible for the corrosion. With the available information, we cannot determine the root cause of the defective transmitter pcb. The defective transmitter pcb and corroded battery tray would have caused the customer to experience the pairing issue. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/19/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the vapr vue wireless footswitch device kept unpairing. During in-house engineering evaluation, it was determined that the battery tray was corroded. There was no impact to the surgery. There were no adverse patient consequences reported. No additional information was provided.